Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level (600 mg/dl). The cause for elevated bg was unknown. Customer addressed elevated bg level with manual injections. Recommendation was made to discuss diabetes management with a health care professional.